Event description:
Had inguinal hernia repair left side. Perietex mesh was used. Have been experiencing many symptoms since surgery. Nerve damage, urinary problems, many different kinds of pain, pain is constant, walk with limp due to pain, sexual problems, what feels like internal swelling, pain and swelling become worse with increased activity, limited in activities due to pain. This is a workman's comp injury. The (B) (6) physician has ignored the problems I am experiencing and put me at maximum medical improvement. The surgeon has washed his hands of this as well. Pinnacol has all but ignored these issues and is taking me to court so they can wash their hands of this also. I do have an attorney for the work comp side of this but their hands are tied as to what they can do for me in regards to getting pinnacol and the doctors to provide the necessary medical care needed to correct whatever is going on. Dates of use: present: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: inguinal hernia repair.